Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: when the pouch was opened in the patient's cavity, the part little below the string had torn. Used other device. No bleeding. Nothing fell into the patient cavity. No tissue was damaged. Operating room time was not extended more than 30 minutes.